Event description:
The customer took her meter to the pharmacy and they discovered her meter was set in mmol/l. The customer does not take medication and did not allege any adverse events. She was able to reset the meter to mg/dl with assistance. The customer was satisfied and no product will be returned for evaluation.